Manufacturer narrative:
Unit received with critical pump error with an open book icon and pump error 35 noted in alarm history due to moisture damage noted on force sensor. Unable to uploaded using carelink pro due to critical pump error. Unable to performed displacement, rewind, seating and basic occlusion due to critical pump error. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not able to upload to carelink and stopped at 67 %. Customer got the same results after troubleshooting and changing computers. Customer's blood glucose was 8.4 mmol/l. Insulin pump would be replaced